Manufacturer narrative:
Per the tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 550 mg/dl. Reportedly, customer was reusing insulin from old cartridges. The customer declined to provide additional information regarding the issue.